Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 25-july-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the sample needle, small syringe, and injection valves parts, the stator face and rotor seal. The g8 instrument is operational. No further action is required by field service. The most probable cause for low areas was the sample needle needed to be replaced.

Event description:
On (B)(6) 2015, a customer reported low areas with the g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.